Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from UK: "biomed called in to report a sapphire device that was over infusing. The incident was discovered by a nurse in the ICU department. There is no current information regarding the patient identification status."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "biomed called in to report a sapphire device that was over infusing. The incident was discovered by a nurse in the ICU department. There is no current information regarding the patient identification status."